Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including full functional testing and shock escalation testing with no discrepancies found. Review of the device activity logs did not show any evidence of device malfunction. Discharging at 165j is normal operation of the device. 165j falls within the acceptable range of a 20j shock with 50 ohms load and -/+ 15% of the target output of 183j. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.